Event description:
It was reported that during a laparoscopic low anterior resection, an error 5 occurred and the blade was broken off outside the patient in the first device. No pieces fell into the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.